Event description:
It was reported that the customer had an issue with the pump resetting itself. Customer stated that the pump did alarm with a motor position encoder error and customer checked the settings. Customer was refilling the pump with a new reservoir when the alarm occurred. Customer's blood glucose level was 8 mmol/l. Customer stated that the alarm cleared with the esc/act buttons. Customer stated that this is the first time the alarm occurred. Customer stated that the pump has turned off by itself before and then just turned back on. Customer did not troubleshoot for off/no power due to the replacement of the pump for the alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to confirm alarm due to erased history file. Insulin pump received with normal operating currents. No unexpected off no power alarm noted. No check setting alarm during testing noted. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.